Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung lobectomy procedure, the stapler did not fire. The surgeon was able to press the green button but when the doctor use the device to cut the lung tissue, he found the handle of the stapler could not be squeezed. The doctor asked to change to another device to complete the case. There was no patient injury.